Event description:
On 22 april 2021, leica biosystems received a complaint that a tissue sample was lost while cutting with the cryostat instrument, leica cm1850. As a result, the customer stated they needed to rebiopsy one (1) patient. Leica biosystems has made attempts to obtain patient identifier information and status of diagnosis from the customer; however, the customer has not responded to our inquiries. If additional information is obtained a follow up report will be submitted.